Event description:
It was reported that power on reset was observed during device interrogation however the device settings remained intact. The patient alert sounded. A few days later another reset occurred and the parameters were reset. It was later reported that another reset occurred however, no parameters changes occurred. The reset was thought to be due to memory error possibly due to the patient undergoing radiation therapy. The lead integrity alert software was reinstalled and a manual charged was performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) for write to locked ram, addr=14cf, data=0f occurred on (B)(6) 2012 19:09:36. A patient alert for por occurred on (B)(6) 2012 18:09:36.